Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The field data logs were reviewed and a motor current spike was found at the time that the position in aorta alarm triggered. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that a false position in aorta alarm appeared during impella cp support. It was noted that a percutaneous coronary intervention was being performed at the time. Positioning was verified and the device was repositioned, but the alarm persisted. The device was successfully weaned and explanted. No patient harm was reported.